Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the size of the broach did not match the femoral stem causing the stem to subside. A larger femoral stem was utilized to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.